Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is filled with water when going in the swimming pool and is no longer working. The customer stated that there are no cracks or damage on the device. Blood glucose value was 6.7 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The replacement insulin pump would be sent from the local office.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The pump was received with a corroded motor and a cracked case at the corner of belt clip rails.